Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the broken condition of drill bit ø2/1.15 cann l150/48 3flute f/ was not confirmed as the image quality is poor and no observations pertaining to the nature of the reported event could be identified. The overall complaint was unconfirmed as the observed condition of the drill bit ø2/1.15 cann l150/48 3flute f/ would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6 part:310.221, lot no: f-20889, release to warehouse date: 07 mar, 2017, manufacturing site: werk selzach, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional procodes: hsz, gfa, gff. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6), 2023, that the doctor begins to drill with 2.0/115 l150/48 3-edge cutting drill, ref. 310, 221, when drilling in the bone with the cannulated drill bit 2.0 on the guide nail, collides with the other kirchner nail and this generates the break of the drill bit. No additional time was needed in surgery, when the drill bit 2.0/115l150/483 edges broke, an adverse event may occur, since when the drill bit broke at the time of drilling into the bone and when colliding with the other nail, small fragments may be shards in the patient. Because the doctor pulled out part of the drill bit and other loose pieces, which were in the bone. Concomitant device reported: unk - nails (part# unknown; lot# unknown; quantity# unknown). This report is for one (1) drill bit ø2/1.15 cann l150/48 3flute f/ this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part:310.221, lot no: f-20889, release to warehouse date: 07 mar, 2017, manufacturing site: werk selzach, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø2/1.15 cann l150/48 3flute f/ was found the tip broken. The allegation can be confirmed. Broken fragment was not returned for evaluation. A dimensional inspection for the drill bit ø2/1.15 cann l150/48 3flute f/ was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø2/1.15 cann l150/48 3flute f/ would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.